Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging respiratory infections, biting her tongue,having an extra heart beat. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 07, 2024, and section h11 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged respiratory infections, bitting her tounge, having an extra heartbeat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. A hairlike substance was observed on the control dial, inside the ui panel, inside the airpath in the blower box. An unknown contaminate was observed inside the top enclosure, inside the ui and rear panels. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified. In this report, section h6 has been updated.